Manufacturer narrative:
Device is not available to the manufacturer.

Event description:
In a literature article it was reported that within few hours post carotid artery stenting (cas) procedure, in which subject device was also used, 2 patients had ischemic stroke. Both patients had angiographic and clinical risk factors for peri and post procedural stroke (symptomatic status, diabetes mellitus, chronic kidney failure). According to the author, despite uses of close cell designs stent and carotid wall stent, it was impossible to avoid neurological embolic complications in those patients. Though the direct relation with the product was not mentioned in the study. No further information is available

Manufacturer narrative:
Based on the results of the DHR (device history review) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the reported event of patient stroke.

Event description:
In a literature article it was reported that within few hours post carotid artery stenting (cas) procedure, in which subject device was also used, 2 patients had ischemic stroke. Both patients had angiographic and clinical risk factors for peri and post procedural stroke (symptomatic status, diabetes mellitus, chronic kidney failure). According to the author, despite uses of close cell designs stent and carotid wall stent, it was impossible to avoid neurological embolic complications in those patients. Though the direct relation with the product was not mentioned in the study. No further information is available.